Event description:
After plugging in novasure hand piece and doing the settings, the piece did not work. After reassessing the cavity and placing handpiece in vagina, dr. (B)(6) noticed a leak from hand piece.